Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04590, 2134265-2016-04591. (B)(6) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2014, 4.0x16mm, 3.0x32mm and a 3.5x16mm promus premier¿ drug eluting stents (des) were implanted in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2016, the patient presented due to chest pain. Coronary angiography and revealed 85% isr ostial portion of the previously placed 4.0x16mm promus premier¿, 95% isr mid portion of the previously placed 3.0x32mm and a 3.5x16mm promus premier¿ stent in the svg to r-pda . The 95% stenosis in the mid portion of svg to r-pda and 85% stenosis in the proximal portion of svg to r-pda were treated with 4.0x20.00mm and 4.0x32.00 mm promus des respectively. The next day, the event was considered resolved.